Manufacturer narrative:
(B)(4). This was reported to have occurred in (B)(6) or (B)(6) 2017. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the y port septum of an unspecified quantity of duo-vent solution sets fell out. This occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and no issues were noted related to a collapsed septum. All components were correctly placed and according to specifications. A pressure test and a clear passage test under water were performed. The sample was tested under water at eight (8.0) pounds per square inch. The results of these tests were satisfactory. Functional testing was performed to check the general function of the product and the adequacy of the directions for use. The test results were satisfactory. The reported condition was not verified. The sample met specification for the reported issue. Should additional relevant information become available, a supplemental report will be submitted.